Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a false air in line alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false air in line alarm was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced onsite at the facility by a baxter field service technician to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.